Manufacturer narrative:
Approximate age of device -- 5 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was expired on (B)(6) 2018 due to failure to thrive. Additional information was requested, but was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(4), could not be conclusively established. It was reported through patient outcome that the patient expired on (B)(6) 2018. The cause of expiration was listed as failure to thrive. Multiple requests for additional information regarding this event, including requests for the return of (B)(4), were issued to the customer; however, no further information had been provided and no product has been received at this time. There is no product available for investigation. The investigation file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.